Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would result in the needle deploying early. The cause of the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula deployed early in the activation process; this indicates a needle mechanism failure. The pod was not worn and details regarding treatment were not provided. No impact to the patient's blood glucose level was reported.